Manufacturer narrative:
A DHR review was conducted. DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is pre-amendment and does not have a 510k associated with it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: bd received relative sample from the same lot from the customer facility for investigation. Tube was simulated tested with venous draw, with no confirmation of pooling or tube push off was noticed. For level ¿a¿ complaint, no DHR review is required. Conclusion: unconfirmed. Bd was unable to duplicate or confirm the customer¿s indicated failure modes because the defects were not evident in the testing of the returned relative sample.

Event description:
It was reported that the stopper of a lime bd hemogard¿ closure from a bd vacutainer® barricor¿ tube was pooling with blood. Also the tube was inclined to be pushed off of holder during blood draw. No serious injury, blood to mucous membrane exposure or medical intervention was reported.